Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: reporter confirmed the issue took place during the surgery; there were no fragment that fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.